Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: the nurse noted a significant amount of air in line below the module and air detector. Infusion stopped and tubing and pump module changed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: the nurse noted a significant amount of air in line below the module and air detector. Infusion stopped and tubing and pump module changed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there is significant amount of air in line. The customer complaint could not be verified due to the product not being returned for failure investigation. The root cause of this failure was not identified as no product was received to undergo investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. H3 other text : see h10.